Event description:
Per the clinic, the patient scratched the implant site causing skin breakdown followed by skin flap necrosis. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
It was also reported that the patient experienced an extrusion of receiver/stimulator and the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also was experienced infection at the implant site.